Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('took them out') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hot flush ("3 days of hot flashes"), amenorrhoea ("no more periods"), breast pain ("sore breasts") and abdominal distension ("bloating is gone and belly actually has gone from looking 9 mos preggers to about 4 mos."). The patient was treated with surgery (she had undergone essure coils removal). Essure was removed. At the time of the report, the medical device removal, hot flush, amenorrhoea and breast pain outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension, amenorrhoea, breast pain, hot flush and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: medical device removal¿. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received : following event was added : bloating is gone and belly actually has gone from looking 9 mos preggers to about 4 mos. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('took them out') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced hot flush ("3 days of hot flashes"), amenorrhoea ("no more periods"), breast pain ("sore breasts") and abdominal distension ("bloating is gone and belly actually has gone from looking 9 mospreggers to about 4 mos.") And was found to have weight increased ("I have gained 6lbs"). The patient was treated with surgery (she had undergone essure coils removal). Essure was removed. At the time of the report, the medical device removal, hot flush, amenorrhoea, breast pain and weight increased outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension, amenorrhoea, breast pain, hot flush, medical device removal and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event added: I have gained 6lbs. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), hot flush ("3 days of hot flashes"), amenorrhoea ("no more periods"), breast pain ("sore breasts") and abdominal distension ("bloating is gone and belly actually has gone from looking 9 mospreggers to about 4 mos.") And was found to have weight increased ("I have gained 6lbs"). The patient was treated with surgery (she had undergone essure coils removal). Essure was removed. At the time of the report, the device dislocation, hot flush, amenorrhoea, breast pain and weight increased outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension, amenorrhoea, breast pain, device dislocation, hot flush and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis: on an unknown date: echogenic focus in the endometrium which could be the result of prior an ablation or could represent migration of essure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), hot flush ("3 days of hot flashes"), amenorrhoea ("no more periods"), breast pain ("sore breasts") and abdominal distension ("bloating is gone and belly actually has gone from looking 9 mospreggers to about 4 mos.") And was found to have weight increased ("I have gained 6lbs"). The patient was treated with surgery (she had undergone essure coils removal). Essure was removed. At the time of the report, the device dislocation, hot flush, amenorrhoea, breast pain and weight increased outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension, amenorrhoea, breast pain, device dislocation, hot flush and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: echogenic focus in the endometrium which could be the result of prior an ablation or could represent migration of essure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6)2021: mr received. Reporter information, patient details, lab data added. Event medical device removal updated to event migration of essure device. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('took them out') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hot flush ("3 days of hot flashes"), amenorrhoea ("no more periods") and breast pain ("sore breasts"). The patient was treated with surgery (she had undergone essure coils removal). Essure was removed. At the time of the report, the medical device removal, hot flush, amenorrhoea and breast pain outcome was unknown. The reporter considered amenorrhoea, breast pain, hot flush and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: medical device removal¿. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('took them out') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hot flush ("3 days of hot flashes"), amenorrhoea ("no more periods") and breast pain ("sore breasts"). The patient was treated with surgery (she had undergone essure coils removal). Essure was removed. At the time of the report, the medical device removal, hot flush, amenorrhoea and breast pain outcome was unknown. The reporter considered amenorrhoea, breast pain, hot flush and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: medical device removal¿. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.